Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer found the tenaculum forceps instrument had a broken wire. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site does not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "wire broke." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log for the tenaculum forceps instrument associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system (B)(4). There were 7 uses remaining after this last usage. A review of the rfe procedure log showed the site performed this myomectomy surgical procedure on (B)(6) 2022 via system (B)(4). This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.